Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info to be submitted 30 days upon receipt.

Event description:
The pt returned to the hospital six months after the index procedure for a follow-up visit, and it was discovered that there was an 80% stenosis directly in front of the stent implant up until the proximal stent portion. The pt is a male with a history of documented peripheral vascular disease and smoking. The index procedure was performed in 2006. The target lesion was the distal right superficial femoral artery (sfa). The vessel anatomy at the lesion site was straight, type of lesion de novo and the lesion was calcified and eccentric. Lesion location was 10cm above the superior edge of the patella. Total lesion length was 90mm and totally occluded. Reference vessel diameter was 5.0mm, but due to the occlusion, the percentage of stenosis prior to the procedure was not available. No pre-dilation was performed. One smart stent (7 x 120mm) was implanted in the right distal sfa. Post-dilation was completed with a submarine/invatec balloon (5 x 120mm) and following stent placement and post-dilation there was a 10% residual stenosis. No dissections occurred during procedure. The physician stated that it was a good, easy procedure. The pt was discharged 3 days later. Six months later, a duplex ultrasound revealed a stenosis proximal to the stented area. It is unk if the stenosis was within 5mm of the previously placed stent. The severity was mild and no action was taken. As per the study contact, more info is not available.